Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation. Visual analysis of the photographs identified. Visual analysis of the photographs identified rupture. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product. Rupture discovered during surgery.

Event description:
Healthcare professional reported left side exchange due to concern with the product and rupture. Device has been explanted.